Event description:
The patient stated that one of our ivc filters had been put in his leg. He then state that it broke apart and the pieces migrated to his lungs. He stated that he is on oxygen and will be for the rest of his life - and will need a total lung transplant.